Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od) in 2008. The patient has been experiencing halos in both eyes. The facility reported at the last post-op visit in 2009, the bcva was 20/20, the patient was very happy with the implant and had no complaints of halos. The icl remains implanted.

Manufacturer narrative:
Evaluation: a lens work order search performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and the work order search, a specific root cause of the event could not be determined.